Manufacturer narrative:
On 09/28/2017, fujifilm communicated a remedial action for the issue of freezing touch panel on the keyboard. Electrostatic charge on the pad can cause it to be unresponsive. As a result, a software change to the keyboard itself will reset the touchpad instantaneously upon touching the keyboard, rendering it operable by the user with no delay. Affected customers will have their keyboards updated with the software onsite as part of a field action. The issue does not cause any risk to patient health.

Manufacturer narrative:
The root cause of the malfunction has not yet been identified. Investigation is in progress and troubleshooting attempts were made onsite. The subject device will be tested once received from the customer.

Event description:
On (B)(6) 2017, during an ultrasound therapeutic procedure, the touch screen part of the cp-1 keyboard froze, preventing the physician from annotating. The system was rebooted, the keyboard resumed normal function and the procedure was completed. No patient injury was reported.